Event description:
During inspection, physio-control found that the device was unable to provide defibrillation therapy and logged fault codes in the memory. There was no patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and verified the reported fault codes logged in the memory. However, the reported failure was not duplicated. Further component root cause of malfunction could not be determined.